Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
New brush head spontaneously in mouth / head of the brush that came off [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2018 that when he/she brushed his/her teeth with an oral-b rechargeable toothbrush, version unknown, a new oral-b brushhead, version unknown was spontaneously in his/her mouth. The consumer elaborated that it was the head of the brush that came off. No symptoms developed. Relevant history: none reported. No further information was provided.